Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with injection tazar (4.5 g, twice daily, intravenously (IV)) for the peritonitis. Dianeal therapy was ongoing. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The patient has recovered from the peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. The reported condition was not confirmed. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.